Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a cartridge change error occurred during the load sequence. There was no reported impact to customer¿s blood glucose. Reportedly, the cartridge was changed to address the issue.